Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer loaded a new cartridge to resolve the issue.